Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed with test glucose meter and communicated properly and recorded the 75mg/dl value properly from glucose meter. The insulin pump had cracked reservoir tube lip, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked case, missing the end cap sticker and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer reported that they could not read the screen anymore. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump might have been bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.